Manufacturer narrative:
UDI: (B)(4). A full review of the device history record has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. There are a number of reasons for occluded common iliac including but not limited to excess oversize of extension limbs; narrowing of the lumen and kinking of the contralateral plug in leg/ipsilateral fixed leg. Occlusion rates are within clinical expectations. The type ii endloleak identified is not device related. The clinician was provided with the assessment and opted to remove the stent graft.

Event description:
Male patient treated for evar on (B)(6) 2014 as per instructions for use. Follow up showed occlusion of the contra-lateral plug in leg, re-intervention completed on (B)(6) 2014, to implant a bare metal stent and patency was restored. It is reported the plug in leg device had kinked causing the occlusion. At the follow-up CT scan, a type 1a endoleak was reported; however, manufacturers clinical investigation determined that in both intra-op fluoros and post operative CT images there is a clearly patent inferior mesenteric artery and lumbar arteries which are providing multiple sources for type 2 endoleaks. The clinician opted to explant the device and the patient is recovering.